Event description:
Follow up information received reported that the patient did not have any concerns with their device therapy.

Event description:
It was reported that the patient was implanted with her new device and was sent home on program 2 at 5.09 v. At this setting, the device was shocking and throbbing and very painful for the patient. The patient turned it to a lower setting and then had a return of symptoms. The patient was currently on program 1 at 2.0 v where the patient felt it comfortably and it was controlling her symptoms very well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v266475. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).